Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation, though a photograph has been provided and will be evaluated. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: a photographic inspection identified that there was fluid inside of the reservoir. Further evaluation could not be completed as the device was not returned for evaluation. The cause of the reported condition could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
A customer reported no flow/non-delivery during use of the infusor elastomeric device. There was no patient injury or medical intervention. It is unknown what solution was intended to be infused. No additional information is available.